Event description:
Additional information received from the customer: 'there was no delay for the procedure.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, a device evaluation and additional information received from the customer. Updated fields: b5, d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: due to dirt on electrical contact of video plug, e216(scope communication err) occurred, and the up board was damaged, causing an image error b30 (scope communication err). Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that with the deflectable videoscope error 231 occurred. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.